Event description:
It was reported the patient ceased using and charging his ipg approximately 2 years ago as he did not like the type of stimulation. Patient's ipg was subsequently explanted and replaced with a device capable of providing a different type of stimulation. Postoperatively, the patient is reportedly receiving effective therapy and is happy with the stimulation.